Manufacturer narrative:
The device was not returned for analysis. Since the device was not returned, we are unable to perform further root cause analysis. All devices are 100% tested and all products are 100% inspected for damages and irregularities during manufacture. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report that 8 months post the uneventful pipeline embolization, the proximal device had migrated 5mm or greater and is no longer covering the aneurysm. The aneurysm was saccular and in the right para-ophthalmic. The max diameter was 14.9mm and the height was 14.9mm. The neck was 4.4mm and the distal landing zone was 3.8mm with a proximal 3.7mm.